Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 : suggested component code: mechanical (g04) - provisional bottom. Visual examination of the returned item identified signs of repeated use with nicks, gouges and worn. Additionally, it was noted as fractured. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause is attributed to standard wear and tear from repeated use for 8+ years. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the poly trial broke during the case. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. The surgery was completed with another device. Attempts have been made and all available information has been provided.